Manufacturer narrative:
The instrument has been investigated. Ocd technical support reviewed the customer's instrument data log files, and the field engineer (fse) evaluated the instrument and performed a wash verification. Fse performed service demo with acceptable results for reagent/wash volume. The instrument was inspected, tested without further problem, and returned to service.